Event description:
The following has been reported: biomed reported: frozen screen in startup loading screen . No patient harm and no report of issue stopping active infusion. Waiting for biomed to power on pump to download logs. Confirmed with biomed that pump is on, not showing as connected in ims so cannot get logs. An initial review of the device logs reveals the following: lvp software bug. Screen does not appear/cannot appear during an infusion. Fresenius kabi is currently unable to confirm whether this could occur during an active infusion. An active infusion was not delayed (per the logs); no adverse event was communicated. Reporting due to the referenced issue as a conservative measure. Further information is needed to complete the investigation.

Event description:
The initial MDR was filed for a software bug. During investigation, a som issue ws discovered. This complaint came in for a software bug where the pump was stuck on the startup screen. This was observed here. Upon trying to revert or otherwise reprogram the pump, but the pump was not responsive to input codes or commands. Both the som and main pcba will be replaced during repair process.